Event description:
It was reported that this pacemaker exhibited noisy signals and oversensing on the atrial channel. This resulted in an inappropriate mode switch. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.